Manufacturer narrative:
(B)(6). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that a cadd®-solis vip ambulatory infusion pump was "earlier than specified". It had a "faster throughput speed". Additionally, the user "pulled a vacuum into the bag" and the pump did not alarm. No injury was reported.

Manufacturer narrative:
Evaluation results: one cadd®-solis vip ambulatory infusion pump was returned for investigation. A visual inspection of the device found no issues with the physical condition of the pump. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/-6%. All sensors were within specification and the pump was able to function properly without any issues. Based on the investigation results, no further corrective actions were taken. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.